Event description:
It was reported that the cut function would not work when the button was pressed, and the coag would not de-activate when the button was released.

Manufacturer narrative:
At the time of this report the unit had not been returned for investigation. Therefore, the reported complaint could not be verified. As additional information becomes available, a follow-up report will be submitted.